Event description:
During a graft declotting procedure, a balloon ruptured and was dislodged from the tip of the catheter. Retrieval was not successful. No patient injury has been reported as a result of this event.